Event description:
Caller alleged inaccuracy with inratio. Results as follows: date: 3/6/07 inratio: 5.1, lab: 3.5. Date: unk, inratio: >7.5, lab: 1.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 3/6/07, inratio: 3.5, mean: 4.3, confidence limits: 2.5-6.5. Date: unk, inratio: >7.5, lab: 1.6, mean: unable to be determined, confidence limits: unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values are within the confidence limits for inr testing. For the second set of data, the value of the inratio was >7.5 so the mean and the confidence limits cannot be calculated. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.